Event description:
It was reported that an unspecified malfunction alarm occurred. Customers blood glucose (bg) level was 47 mg/dl. The low bg was caused by the customer administering a bolus but did not eat the appropriate amount of carbohydrates. Low bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.